Manufacturer narrative:
A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age at time of the event unknown/not provided. Patient weight unknown / not provided. PMA/510(k) number k101880. Summary investigation.

Event description:
It was reported that the implant tsvmwb8 had lack of primary stability and it was removed. No other implant was placed.